Event description:
Customer reported to beckman coulter, inc. (Bec) that chloride would not calibrate on the unicel dxc 800 synchron system (dxc 800). Customer reported that the dxc 800 generated low sodium (na) results and high chloride (cl) results. Customer reported that erroneous results were reported out of the laboratory. Customer reported that 15 to 20 samples had to be rerun. Customer reported that 3 to 4 results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical supported advised the customer to perform twice weekly performance. Customer reported that twice weekly maintenance resolved the issue.